Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was downstream reading is out of range and the force sensor requires to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.